Manufacturer narrative:
Product event summary: it was reported that the controller was changing power sources earlier than expected. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating a battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between a battery and the controller was stable. The controller's software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation, investigating momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Event description:
It was reported that the controller was changing power sources earlier than expected.  The controller was exchanged.  No patient complications have been reported as a result of this event.